Manufacturer narrative:
Dates estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine the cause of the tip separation. It may be possible that the thumbslide was not retracted and the system lock was not locked prior to removal resulting in the tip catching in the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: challenge in the retrieval of fractured of supera stent delivery system: what is more than meets the eye.na.

Event description:
It was reported through a research article that the patient presented with peripheral vascular disease. A 5.5x200mm supera stent was deployed in the mid to distal superficial fermoral artery (sfa), and a 5.5x150mm supera stent was deployed in the proximal to mid sfa. The tip of one of the superas separated in the anatomy, and multiple non-abbott snares were used before the tip was successfully removed. Details are listed in the attached article, titled "challenge in the retrieval of fractured of supera stent delivery system: what is more than meets the eye."